Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, and coronary flow obstruction are known potential complications associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, it appears that some degree of obliteration of the sov may have contributed to the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After deployment of a 29mm sapien xt valve, an annular rupture and a coronary occlusion occurred. As reported, after deployment of the valve, st depression was noted along with what appeared to be an annular rupture in the area of the left coronary cusp. Tte showed no visible paravalvular leak (pvl), aortic regurgitation (ar), perforation or annular hematoma. Another angiogram revealed a rupture and what appeared to be moderate occlusion of the left main coronary artery caused by the native leaflet. Protamine was given for the rupture and a coronary stent was placed in the left main coronary to allow perfusion. A tee showed a small pericardial effusion. Post coronary intervention the EKG had returned to its pre-procedural rhythm and the pericardial perfusion was not increasing. The patient was stable and was transferred to post care management. Approximately 2 hours post procedure the patient developed cardiac tamponade and required a pericardiocentesis. After draining the effusion the patient was stable. The native aortic valve was mildly calcified, the native leaflet was moderately calcified and the root was mildly calcified. The sinotubular junction (stj) diameter was 29.4mm and the sinus of valsalva (sov) diameter was 32mm. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Ventilation was not held and there was no loss of capture.